Manufacturer narrative:
(B)(4). The reported complaint of iabp leak in helium supply was confirmed by the field service agent. No part was returned to teleflex chelmsford for investigation. According to the service report, the pcs assembly was replaced, and the issue was resolved. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to helium leakage. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iabp taken out of service due to helium leak". The report states, "when initiating pumping, baseline immediately drops. Intermittent helium loss alarms. Replaced pcs. Ran unit for 30 minutes. Unit checks ok. The pump was on patient, no complications reported".

Manufacturer narrative:
Qn# (B)(4).

Event description:
Reported as "iabp taken out of service due to helium leak". The report states, "when initiating pumping, baseline immediately drops. Intermittent helium loss alarms. Replaced pcs. Ran unit for 30 minutes. Unit checks ok. The pump was on patient, no complications reported."

Event description:
Reported as "iabp taken out of service due to helium leak". The report states, "when initiating pumping, baseline immediately drops. Intermittent helium loss alarms. Replaced pcs. Ran unit for 30 minutes. Unit checks ok. The pump was on patient, no complications reported".

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and no abnormality was noted. All valves were individually tested by powering them on and off using an ex-ternal 12v dc power supply. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The leak test was performed; it passed both the source side and patient side leak tests. The pump was then left to run for over an hour and no leaks or alarms were noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss alarm" was confirmed by the field service agent; however, the returned pcs assembly passed visual and functional test specifications during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.